Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
Additional information received from the customer: the customer received the olympus letter for handling of the tjf-q190v/290v/q170v and maj-2315 on 07nov2019. The customer clarified the stomach mucosa was damaged in this event. The tissue was not sent for laboratory evaluation and was visually confirmed the tissue damage did not reach the muscle layer. The patient's medical history, primary disease or other issues did not contribute to the patient's injury. Suction is not performed when withdrawing the endoscope. The cap was not cracked after the procedure and it was not checked if not cracked after attaching it to the endoscope. There was no abnormality in appearance of the endoscope before and after the procedure. The physician is an expert with ercp procedures and experienced with using the endoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. As stated in the instructions for use, the user could have prevented the event if the user handled the scope in accordance with the following IFU (operation manual): 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Event description:
The customer reported to olympus, during an endoscopic retrograde cholangiopancreatography procedure with the subject device, mucosal tissue was found in the disposable cap upon removal of the endoscope. The physician re-inserted the endoscope and found a two (2) cm mucosal injury to the stomach and repaired the injury with two (2) haemostatic clips. The event involves two complaints: patient identifier (B)(6) is for the scope. Patient identifier (B)(6) is for the cap. This report is for the patient identifier (B)(6) is for the scope.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.